Event description:
It was reported that the patients ipg was coming through the skin, however, no infection was noted. The physician confirmed that the ipg popping out of the skin had something to do with the patient being diabetic. The patient underwent an ipg explant procedure. Additional information was received that the ipg that popped out of the skin had migrated.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg was coming through the skin, however, no infection was noted. The physician confirmed that the ipg popping out of the skin had something to do with the patient being diabetic. The patient underwent an ipg explant procedure.